Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at adapter tubing junction (B)(6) 2025 while using an indwelling needle for an infusion for a patient, fluid leaked from the heparin cap port of the indwelling needle, there was no visible crack or looseness at the heparin cap, the patient was immediately replaced with an indwelling needle for use.

Event description:
No additional information available.

Manufacturer narrative:
1.production record check (lot#4171721): 1)this batch of products will be assembled in jingma automatic line 2 in july 2024 and packaged in r240 packaging line in july 2024. The number of work orders is (B)(4) pieces. 2)check the process test report and shipment test report, and the test results are in line with product standards. 3)check production records for any conformity, deviation or rework behavior. 2.customers return samples and photos without defects. 3.45psi leakage test of the batch retained samples, the test passed, no leakage was found. Conclusion: the root cause of leakage could not be determined because no abnormality was found in the process and retained samples, and the damage state of defective samples could not be identified.